Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection revealed the metal component at the distal tip is missing and was not received with the product. Also a crack was noticed near the distal tip. The insulation was tested for cracked/damages on the insulation using an insulation scan test and the unit failed. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. The probable root causes could be user misuse, improper sterilization methods, or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.